Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-sep-2016, the fse discovered wires hitting the front cover when the sampler moved on the transverse axis. The fse readjusted the wires, replaced the sample nozzle, and performed all sample nozzle adjustments per service manual. Control and patient samples were run with no errors. Follow up with the customer verified that the instrument was running properly. The most probable cause of the reported event was cable alignment.

Event description:
On (B)(6) 2016, the customer reported error 4029, specimen t-axis home not found, on their aia-360 analyzer. The error persisted after an initial report on (B)(6) 2016 and subsequent maintenance. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for fsh, lhii, and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.